Event description:
Reporter alleged obtained discrepant blood glucose results of hi (greater then 600 mg/dl) on his advantage system compared with the doctors result of 97 mg/dl when testing was performed back to back. No specific timeframe between testing was provided other than the reference to back to back testing. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.